Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient had issues where the device stalled at 90% when connecting. It occasionally provided error codes the patient spoke with medtronic rep and was able to correct the issues. Additional information was from a consumer (con) stated that the personal therapy manager (ptm) was getting stuck at 90 percent for 2-3 minutes time and, they saw code 353. Patient services reviewed the code meaning and reviewed that little was known about the stuck at 90 percent issue and attempted to resolve over the phone. Additional information received from the consumer indicated that the patient was still having the issues with the handset getting stuck at 90%. The caller stated that now it seemed to take about 5 minutes for it to connect every time they needed to bolus.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# unknown, product type accessory; product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.